Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the pulse generator in elective replacement indicator (eri) mode. The implant duration was 4.68 years, which did not exceed 75 5 percent of the device's 8.6 year projected longevity. No representative field settings were received.